Manufacturer narrative:
The tsh reagent lot used at the customer site was 551796 with an expiration date of (B)(6)2022. Based on the information provided, a general reagent issue can be excluded. An interfering factor can also be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter questioned results for 1 patient sample tested for elecsys tsh (tsh) and elecsys ft4 iii assay on a cobas e801 module. The initial results from the customer site were reported outside of the laboratory. The sample was submitted for investigation where discrepant results were identified for tsh and ft4 iii between the customer¿s e801 module, an e801 module at the investigation site and the abbott architect method. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The customer¿s e801 module serial number was not provided. The e801 module serial number used at the investigation site was (B)(4). The tsh reagent lot number with expiration date used at the customer site was not provided. The tsh reagent lot number used at the investigation site was 551796 with an expiration date of 30-sep-2022.